Manufacturer narrative:
While it is unknown if the calm-it used in this case caused or contributed to the patient's symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event is reportable.

Event description:
It was reported that a patient developed swelling and soreness of the lips, burning of the gums, ulceration on the underside of the lip, and swelling of the eye after a procedure was performed using calm-it. The patient was administered medrol and peridex rinse as a result; the symptoms took three weeks to resolve.